Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of incident was 159 mg/dl. Troubleshooting did not resolve the issue. It was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.